Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger problem/charger resets) has been confirmed. As received, the q1 transistor was shorted in the battery circuit on the bedside board. The cause of the charger problem is the shorted q1 transistor. The q1 transistor controls the current flow to the battery while charging. The root cause of the shorted q1 transistor cannot be positively identified. No adverse event resulted from the damaged transistor. The patient received a replacement charger/modem.

Event description:
A zoll patient service representative (psr) contacted zoll customer support to report that a (B)(6) female patient's charger/modem was resetting. The patient was issued a replacement charger/modem.